Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with tah/bso due to vaginal vault suspension. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and abdominal swelling. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/2/2016. It was reported that patient underwent robotic-assisted laparoscopic sacrocolpopexy, laparoscopic-assisted abdominal cystocele repair, posterior repair with mesh, laparoscopic- assisted excision of abdominal mesh, enterocele repair and cystourethroscopy on (B)(6) 2015 due to stage iii anterior vaginal wall prolapse, stage I vaginal vault prolapse after hysterectomy, stage ii posterior vaginal vault prolapse, pubocervical and retrocervical fascial weakness, dyspareunia, incomplete bladder emptying and enterocele. No additional information was provided. (B)(4).